Manufacturer narrative:
Continuation of d10: product ID a71200; serial# unknown. Product type: software, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that system error code 0x4ea9bc8e was observed when first connecting the implantable neurostimulator (ins) to the clinician tablet. There were no external contributing factors. The action take to resolve was turning the tablet off and on again; the user was then able to connect to the ins.